Event description:
It was reported that the pink slide did not move forward, but the cannula was visible. Pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received not deployed. Download data shows the device completed the first priming sequence and was then deactivated by the user. Since the user deactivated the device before the completion of second prime, the needle mechanism never deployed. Upon manual rotation of the ratchet gear, the needle mechanism deployed as intended. No damages or defects were observed that would result in a needle mechanism failure.